Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unexpected unresponsive episode during the first 6-7 minutes of her infusion while using a spectrum pump. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device was put through the flow line for downstream and upstream testing and through flow test but did not find any causalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log performed the reported infusion ran on 04-11-22 @14:50 until user stop @ 14:56 at rate of 277ml/hr. During this infusion a downstream occlusion error was alarm @14:51 followed by pump run-auto restart. The device was found within specification and the customer reported issue could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.